Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) pocket revised. A new pocket was made on the same side (right side), a little lower than the previous pocket. This was done because the ins had been flipping. It was noted that the new pocket was placed deeper than the other one and the implant was deep but she could still feel all the way around it. The revision was about three weeks prior to the report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the pocket revision was performed so that the battery would be tighter in the pocket. The battery location was not moved.